Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital e1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a connection issue. The minicap disconnected from the female connector of the transfer set. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d10: concomitant product: minicap 2/6/2024 (previously submitted as 2/15/2024). Correction made to g3: date received by MFR: 2/15/2024 (previously submitted as 2/6/2024). H10: the device was received for evaluation with a blue connector attached to the female connector. A visual inspection with the naked eye noted a separation between the dark blue female connector and the light blue main body. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The blue adapter was hand removed from the female connector, therefore the reported connection issue was not verified. The cause of the separation was related to inadequate solvent application to the main body during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.